Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketone level was large. Customer's healthcare identified ketone level as dangerous. Customer changed the infusion set to address elevated bg. Customer did not know cause of elevated bg. As event occurred in the past, recommendation was made for the customer to discuss the event with their healthcare provider.